Event description:
The brite tip fractured within the body.

Manufacturer narrative:
The following analysis has been performed on the returned device: visual examination revealed the brite tip section of the catheter tip to be separated at the fuse joint. Light optical examination revealed evidence of some material fusion between the two previously mated surfaces. The amount of force required to separate the brite tip fuse joint could not be determined. A lot history review revealed that no other complaints were reported for this sterile lot number. Since the MFR of this lot in 1995, the fusing parameters for this product have been optimized and re-validated.